Event description:
Customer stated several instances when during emergency situations, the mq201c quick connect came apart. One instance was on an airplane ambulance during pt transport and another instance was in a hosp. A nurse was changing a flowmeter in the emergency room when she quickly pulled on the flowmeter and the mq201c came apart. Customer did not give specific details on the actual events or when the events actually took place, other than there were no pt injuries.